Event description:
Clinic reported a patient who developed swelling, heat sensation, and an induration that looks like cellulitis 1 month post miradry treatment. The treating physician punctured the swollen area and aspirated 80 ml of orange cloudy material. A culture was taken but the results unknown. Update: culture results were positive for resident bacteria. The official diagnosis from the treating physician was an infection. Antibiotic agents and anti-inflammatory agents prescribed. The treating clinic stated the patient's symptoms were improving as of (B)(6) 2018 (29 days post-treatment).

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the patient's symptom. It is suspected that the clinic is using incorrect lubricant (ultrasound gel). Use of lubricant other than ky jelly or ky liquid can reduce the effectiveness of the surface cooling. The clinic was reminded to use only recommended lubricants as specified during training and in the user manual.

Event description:
Clinic reported a patient who developed swelling, heat sensation, and an induration that looks like cellulitis 1 month post miradry treatment. The treating physician punctured the swollen area and aspirated 80 ml of orange cloudy material. A culture was taken but the results unknown.